Manufacturer narrative:
The investigation determined the instrument performed as designed, and there was no indication of a malfunction. Qc for all relevant tests was acceptable. Calibrations were acceptable, and electrode signals were correct. The discrepancies in test results were not related to the instrument nor to the consumables. The investigation determined the event was consistent with preanalytical issues.

Event description:
The initial reporter stated they received questionable results for one patient sample tested on a cobas b 221 4 system. Results for the following parameters were questionable: pco2, po2, ph, na+, k+, ca2+, so2, be, p50. A first sample was collected from the patient was tested on the analyzer at 18:30, resulting in the following values: pco2 = 53.5 mmhg with a data flag po2 = 74.0 mmhg with a data flag ph = 7.089 with a data flag na+ = 131.5 mmol/l with a data flag k+ = "out of range" (> 20.00 mmol/l) with a data flag ca2+ = "out of range" (< 0.100 mmol/l) with a data flag so2 = 86.8 % with a data flag be = -13.8 mmol/l p50 = 37.6 mmhg the results from the first sample showed severe respiratory acidosis based on the ph, pco2, and be results. As the results did not correlate to the clinical condition of the patient, a second sample was collected from the patient and tested on the analyzer. The second sample was tested at 18:49 and resulted in the following values: pco2 = 31.8 mmhg with a data flag po2 = 44.3 mmhg with a data flag ph = 7.396 na+ = 146.1 mmol/l with a data flag k+ = 2.92 mmol/l with a data flag ca2+ = 0.557 mmol/l with a data flag so2 = 75.9 % with a data flag be = -5.0 mmol/l p50 = 29.0 mmhg the second sample values agreed with the patient's clinical picture.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.